Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 lead implanted: 2013 (B)(6); 3778-60 x 2 pain stim lead implanted: 2007 (B)(6); 37742 neuro programmer implanted: 2007 (B)(6); 37711 pain stim ipg implanted: 2007 (B)(6); 429688 lead implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds with intermittent capture. Also, the implantable pulse generator (ipg) experienced unexpected longevity. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.